Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the hospital due to hearing beeping tones generated by this implanted system. Upon interrogation, it was discovered the beeping was caused due to this right ventricular (rv) lead exhibited a decreasing trend of low amplitude and low out of range pacing impedance measurements during the last few months. A chest x-ray was performed and no abnormal findings were noted. Boston scientific technical services (ts) suggested troubleshooting and system testing. The system was explanted and replaced with and subcutaneous implantable cardioverter defibrillator (s-ICD) system. The lead will not be returned to boston scientific. No additional adverse patient effects were reported.